Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the product and the gripping surface of the blade has fractured. The non-conformance database was reviewed and no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint in regards to the blade fracturing for part 24-1396 lot number 164060. For this part (24-1396) and the previous four years (from the notification date) regarding the blade fracturing, there is a complaint rate of 0.49%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the fracture is excessive force was applied beyond what the product is designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported a blade fractured while tightening a screw during a mandibular reconstruction. No adverse events have been reported as a result of the malfunction.